Event description:
The customer's father reported via phone call that the insulin pump was damaged at the reservoir compartment. The father stated the top of the reservoir had a missing piece. The insulin pump was not dropped or bumped. The customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.